Manufacturer narrative:
The device used/intended to be used in treatment has been returned and evaluated establishing a relationship between the reported event. The visual inspection confirmed the solidifier had burst within the canister, no functional assessment is possible. Although we have identified that the solidifier had burst, we cannot establish root cause. Contributory factors could included, device orientation or a failed component, the IFU offers further guidance on the operation and use. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history file contains further instances the reported event, which are monitored, however this investigation is now complete.

Event description:
It was reported that the powder pouch was opened before use, so the powder came out of the pouch. Clogging caused by the powder while using renasys. No solidification, powder blowing, no alarm after product replacement. It occurred during ent use.